Manufacturer narrative:
Additional information received from the user facility indicated the device was not involved in the complaint and was reported in error. Upon further investigation it has been determined that this event does not meet MDR (FDA) reporting criteria and has been reassessed as not reportable. (Report 5 of 6; see also 0001920664-2021-00081, 0001920664-2021-00082, 0001920664-2021-00083, 0001920664-2021-00084, 0001920664-2021-00086).

Manufacturer narrative:
The product has been returned by the customer but the product evaluation is not yet complete. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. A CAPA was initiated. The investigation is ongoing. (Report 5 of 6; see also 0001920664-2021-00081, 0001920664-2021-00082, 0001920664-2021-00083, 0001920664-2021-00084, 0001920664-2021-00086).

Event description:
A facility in (B)(6) reported a cloudy view or haziness on the eye when injecting the viscoelastic which obstructed the surgeon's view. In some procedures, a new syringe was used to complete the surgery. Some procedures were prolonged by 20-40 minutes and, in some of those cases, the surgeon may have used additional anesthesia. No patient impact or medical intervention was reported. Currently, the patients seem okay with no post-op complications.